Event description:
It was reported that dirt was found in the chamber of the bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter: "dirt in the chamber".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 05-jun-2023 h6: investigation summary our quality engineer inspected the sample submitted for evaluation. Bd received one sealed 22g x 1.00in. Insyte autoguard unit from lot number 1342881. A gross visual inspection of the returned unit found that a black piece of foreign material (fm) was loose inside the barrel. No foreign material was identified in the fluid path. Further inspection under a microscope found that the foreign matter was a bundle of fibers. The reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to the packaging process. This type of foreign matter may have been introduced during packaging/manufacturing as a result of environmental factors, incoming material, personnel, or processing. To mitigate the occurrence of this type of defect: operators perform cleaning per the quality plan, good manufacturing practices and gowning are followed, and environmental controls and inspections for foreign matter are performed per the quality control and sampling plans. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that dirt was found in the chamber of the bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter: "dirt in the chamber".